Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that they are unable to fully close the gantry doors. They appear to be closed but are still getting a 'door open' message on the pendant. The dongle is fully seated and the site attempted to apply pressure to the sides of the gantry to get it to fully close. They also rebooted the system and there was no change. The surgeon brought in a c-arm to continue with the case. No patient impact. No delay.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that the covers that broke previously had pieces break off and get stuck between the door and the gantry causing the door not to close. The rep got all pieces out and all tests passed. If information is provided in the future, a supplemental report will be issued.